Manufacturer narrative:
Batch review performed on 26 july 2024. Lot 2348491: (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 2029-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.